Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300 mg/dl range. During troubleshooting with tandem technical support, insulin was not seen coming out of the tubing during the fill tubing process. The customer changed the infusion set tubing and insulin was seen exiting the tubing. The customer declined to provide any further information.